Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia repair, while dissecting, the "cap" or handle of the obturator inside the balloon broke off leaving the "stick" inside the balloon. It was retrieved without incident. It breaks right where the "stick" met the cap that clicks into the balloon portion. They opened a new balloon to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.